Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient exhibited dropped beats. It was reported that the right ventricular (rv) lead exhibited oversensing of atrial events which were "not followed by ventricular paced beats." Reprogramming is scheduled and the lead remains in use. No further patient complications have been reported as a result of this event.